Manufacturer narrative:
The device was manufactured january 11, 2016 ¿ january 13, 2016. The device was received for evaluation. Visual inspection revealed that the coil cap was separated from the housing. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a small volume infusor separated from the device prior to use. There was no patient involvement. No additional information is available.